Event description:
The pt experienced no stimulation; the stimulator was unresponsive. It was noted that the pt had undergone eight weeks of radiation. It was unclear if the stimulator was depleted or had been affected by the radiation treatments. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).